Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8840, product type programmer, physician.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving clonidine, concentration 342 mcg/ml at an unknown dose and frequency and morphine (unknown), concentration 43 mcg/ml at an unknown dose and frequency via intrathecal drug delivery pump for non-malignant pain and other non-malignant pain. It was reported that an alarm was heard and confirmed by telemetry. It was reported that a critical alarm had occurred; empty reservoir alarm occurred on (B)(6) 2017; empty pump occurred; end of service (eos) occurred on (B)(6) 2017; stopped pump may exceed tube set occurred; low reservoir alarm occurred. It was reported that the pump logs were checked. It was reported that the technical service specialist reviewed steps to have the patient's pump shut off due to eos. It was reported that no further action was needed at the time of this report. It was reported that the patient was in a nursing home and they did not plan on changing out the patient's pump. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: the main device, other concomitant products include: product ID: 8870, product type: software. If information is provided in the future, a supplemental report will be issued.